Event description:
An ocd field engineer reported on behalf of the customer that fluid residue was observed on mts gel card foil following a/b/o & rh type and antibody screen testing on the ortho provue analyzer.

Manufacturer narrative:
An ocd field engineer reported on behalf of the customer that fluid residue was observed on mts gel card foil following a/b/o & rh type and antibody screen testing on the ortho provue analyzer. Info regarding test results and possible condition/error codes was not provided. The ocd field engineer adjusted the probe and replaced the appropriate components to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since the repair. Carry over and/or cross contamination was not reported as a result of this incident. Erroneous results were not reported as a result of this incident. If this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur. Based on the available info, instrument malfunction could not be ruled out as a possible contributing factor.